Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump exhibited error code 1720.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed an occurrence of "error code 1720." Functional testing found that the device exhibited "error code 1720." The investigation determined that a defective back-up capacitor was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed. The back-up capacitor was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
Additional information received and attached by ICU medical on 01-feb-2022. There was no patient harm or injury. Event problem and evaluation codes: updated after additional information received